Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was unknown. Customer cannot recall the cause of the issue. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify low battery alert or replace battery now alarm due to blank display. Device received with corroded battery tube and corroded motor home switch.